Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument¿s housing was removed, and the conductor wire was found to be kinked at the proximal end. The instrument failed continuity test but when placed in the system the energy was being delivery and expelled at the yaw pulley leading to thermal damaged. The instrument was transferred for additional investigation. Initial findings were partially confirmed. The instrument failed continuity test. The proximal end was inspected, and the wire was not kinked as mentioned before. The shrink tubing was slightly damaged, but that did not affect continuity in that area when tested. The conductor wire was inspected at the distal end, and it appeared to be thermally damaged/melted. Continuity passed for the rest of the wire and failed between the hook and the other end of the wire right after the thermally damaged location. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the hook on a permanent cautery hook instrument was not burning. The procedure was completed. No reported known impact or patient consequence was reported.